Manufacturer narrative:
Additional information: accordingly, we would like to give a summary of our results regarding the reported issue. As the device in question was not returned, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. Based on the customer's description, the most probable root cause is a reprocessing error. The "breakdown" of the yellow insulation at the distal end could be the result of improper reprocessing. Subsequently it was inquired about the customer's reprocessing method but received no response. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during the operation when cutting was performed, yellow contamination fell off the electrode part of the electro-cutting ring. Repeatedly rinse the uterine cavity for nearly two hours to remove contamination".